Event description:
Through a device tracking update mailer, the physician reported that this pt had ruptured and expired the day of implant. Additional info obtained directly from the physician indicated that the pt presented with a ruptured abdominal aortic aneurysm prior to the excluder device being placed. The excluder procedure was completed successfully, however the pt expired later that day due to multisystem organ failure associated with the blood loss sustained as a result of the aneurysm rupture that occurred prior to the excluder procedure. The physician stated that the excluder device was not related to the pt's death.